Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The explant date should have been (B)(6) 2020 rather than (B)(6) 2020. The date received by manufacturer should have been 02 mar 2020 rather than 04 mar2020.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: it was reported that the patient entire lumbar system was replaced due to high impedance, resolving the issue..